Event description:
Procedure type: lap inguinal hernia. According to the reporter: balloon would not inflate. Insufflation valve not functioning. Applied another device. There was no unanticipated tissue loss. There was no unanticipated tissue damage. There was no unanticipated blood loss of more than 250cc. There was no delay over 30 minutes. Additional information has been requested.

Manufacturer narrative:
(B)(4).